Event description:
It was reported during an ablation procedure, when the catheter was inserted into the coronary sinus, blood leaked from the connection between the handle and the shaft. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. A follow up report will be submitted when evaluation has been completed. (B)(4).